Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device after years of non-use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.